Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced yellow vaginal discharges and cystitis. It was also reported that the plaintiff allegedly experienced pain, infection, urinary and bowel problems, dyspareunia, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The causes of death reported were status epilepticus, encephalopathy and cocaine abuse.